Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: 8100 sn: (B)(4) customer stated that he is having problems with the software, that it will fail the pressure test, but when taking to another station the 8100 passes. Customer wanted to know why this is happen. Case resolution: I explain to the customer that he should restart the software. And then rerun the pm. The customer stated that he does the calibration and then the post test, and it fails. I explain to the customer that when you do your calibration you would need to do the pm. Customer stated that he did all of that. And its still not working. I explain to the customer to check his set up and the customer said nothing work. I explain to the customer is the next step is to reinstall the software.